Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female who underwent a breast augmentation revision with a mentor memorygel, 755cc silicone breast implant experienced left-sided capsular contracture grade iii-IV, and paresthesia post procedure. The patient stated that her left breast was not dropping, doctor prescribed singular and massaging of breast, implant looks weird, deformed, and smooth. The patient also stated that she does not have sensitivity on her left nipple and having pain that is starting to bother her. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.